Manufacturer narrative:
Device evaluation summary: cadd legacy plus pump was returned for analysis in used condition. The visual inspection of the pump found that the front and rear housing were chipped. The pump event log was cleared with error 1210. The pump failed downstream occlusion testing. The pump expulsor will be trimmed in order to bring the delivery into more nominal of a range. The customer's complaint was unable to be duplicated. But the pump was found to be over delivering not under delivering. The reported issue could not be confirmed.

Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, delivery accuracy issue was noted. Reported that the nurse observed a 20 percent overfill. It was also reported that the customer stated that "we do not know if the patient is being harmed by not receiving the full intended dose". No reported adverse effects.